Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the packaging for biolox head was faulty. Top layer ripped so nurse had to handle the inner packaging and open the femoral head directly to the field. The padding was stuck to the inner cover as well so surgical scrub had to reach in and grab head directly. I have saved all the packaging if anyone at depuy would like to see it.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned package confirms the reported allegation. No processing/packaging error by depuy was identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> lot 9242791 a review of the manufacturing records (mre) found no related deviations or anomalies. Device history review ==> a review of the manufacturing records (mre) found no related deviations or anomalies.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned package confirms the reported allegation. No processing/packaging error by depuy was identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 9242791 a review of the manufacturing records (mre) found no related deviations or anomalies. Device history review : a review of the manufacturing records (mre) found no related deviations or anomalies.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received that the event happened during primary surgery. No harm or delay and was successfully implanted.